Event description:
As reported, prior to use for an unknown procedure, the tip of a cxi support catheter "broke" upon loading the wire. The device did not make patient contact. Additional information has been requested.

Manufacturer narrative:
E1: name and address - (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2025. The intended procedure was an angiogram, the tip of the catheter separated, and another manufacturer's wire was used during the procedure. The lot number will not be provided, as the device packaging was discarded by the user facility. The catheter was replaced mid-procedure, and the procedure was completed successfully. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Additional information: a2, a3, b3, b5. D9, d10, e1, e4, h3, h6 (annexes e & f) corrected information: h6 (annexes e & f) h3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, prior to use for an unknown procedure, the tip of a cxi support catheter "broke" upon loading the wire. The device did not make patient contact. Additional information was received 15jan2025. The intended procedure was an angiogram, the tip of the catheter separated, and another manufacturer's wire was used during the procedure. The lot number will not be provided, as the device packaging was discarded by the user facility. The catheter was replaced mid-procedure, and the procedure was completed successfully. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation coiled up inside a bag. Multiple bends were noted on the catheter shaft when the device was uncoiled, which were likely caused by shipping and unrelated to the complaint. The tip was damaged and separated, with wires exposed at the catheter tip. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. It is possible that the other manufacturer¿s wire guide could have caused the fragile tip of the catheter to separate when the wire was loaded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.